Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that the customer's death has not been released yet due to pending investigation. The caller stated that the customer had kidney issues but it was managed. The caller stated that the customer's blood glucose at the time of death has not been released yet due to pending investigation. The caller stated that the customer was wearing the insulin pump at the time of death. The caller stated that the customer was not using sensors. The caller stated that the medical examiner has not returned the customer's insulin pump.